Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However the investigation of said device is not completed at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "the tracheal cuff has a hole in it." Alleged defect reported as detected during use. It was reported the patient was re-intubated. There was no report of patient injury.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a cut mark on the pilot balloon, an ink mark on the tube, and a yellowish stain on the tube. The blue cuff and the tracheal cuff were inflated to 25mbar using a calibrated endotest. The pressure of both cuffs dropped rapidly. A sample was then taken from current production at the manufacturing facility. A visual exam was performed on the production sample and no defects were observed. The blue cuff and the tracheal cuff of the production sample were inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A cut mark was found on the pilot balloon; however, a root cause could not be established. It is possible that the failure was induced during the intubation process; although this could not be confirmed. A conclusion code could not be found.

Event description:
Customer complaint alleges "the tracheal cuff has a hole in it." Alleged defect reported as detected during use. It was reported the patient was re-intubated. There was no report of patient injury.